Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip was missing the printed scale markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos and 1 physical 10ml syringe were received, reported to be from batch #6208748 (B)(4). The syringe has a red tip cap and a label attached and is half filled with clear liquid. The barrel is missing most of the scale markings. Only ¿1¿, ¿2¿, ¿3¿, parts of ¿4¿, ¿5¿ and ¿ml¿ are apparently printed on the barrel. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This is the 1st related complaint for scale marking issue on the provided lot number 6208748. Release date: 8/29/2016. Released quantity was 183,600. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6208748 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: potential root cause for the missing print defect is associated with the marking process. The aql for missing print is 0.25%. The defective rate identified is 1 out of 183,600, which is 0.0005%. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe luer-lok¿ tip was missing the printed scale markings. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd syringe luer-lok tip was missing the printed scale markings. No serious injury or medical intervention was reported.